Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is blank. The pump is vibrating and chirping. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013/2013 with the following findings: there was no evidence in the pump black box of any power issues. The battery compartment and cap were found to be intact with no signs or moisture or corrosion. The pump was exercised for 24 hours without power loss or alarms. The pump current draws were tested and were found to be within specifications. The battery cap was tested and was confirmed to be within specifications. The pump was opened and the power circuits were examined with no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.